Event description:
It was reported that the pulse generator exhibited no output. A replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.